Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was at 95% and the customer received a lower power alert later in the day. Subsequently, a malfunction alarm occurred. The customer's blood glucose level was 197-198 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.